Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) the device intermittently powered on without display. Complainant indicated that the clinician power cycled the device and was able to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.